Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was air bubbles in the gel. This event affected 400 tubes. The following information was provided by the initial reporter. The customer stated: "400 abnormal products have 400 bubbles, and we are afraid to use them because of clinical concern about the results."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was air bubbles in the gel. This event affected 400 tubes. The following information was provided by the initial reporter. The customer stated: "400 abnormal products have 400 bubbles, and we are afraid to use them because of clinical concern about the results."